Event description:
It was reported that a patient underwent hip surgery on (B)(6) 2011 and a drain was placed. On the same day, there was poor drainage after surgery. The drain was removed from the patient. There were no adverse patient consequences reported. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Poor wound drainage. Conclusion: the actual device with adapter attached was returned for evaluation. The fluted part was put into a bowl filled with water. A reservoir was attached. The water was drained and passed to the bulb, but much more slowly than it should be. When inspected visually, large clots of blood were observed in the drain. When the areas with the clots were scrubbed trying to break the clots, the drainage immediately increased. The device information for use warns that "an effective closed suction drainage system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill, and reservoir suction must be maintained." This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01139 and 2210968-2011-01140. The same patient is represented in each medwatch.